Manufacturer narrative:
No medwatch form received from the user facility. All sections on this form completed by the manufacturer. The customer reported that towards the end of this procedure, during positioning of the patient's leg, the pump alarmed and indicated the pressure was too high and the pump shut itself down. The user reported that about 3-4 liters of fluid went into the patient's tissue. The procedure was completed with this pump. Investigation findings: the device was received for evaluation and the reported problem was unable to be confirmed. During extensive testing of this apex universal irrigation console, it performed to specifications. Furthermore the tubing set used during this event was extensively tested and met performance specifications.

Event description:
It was reported that following use of this pump in a right knee arthroscopy, an extravasation to the patient's right thigh/calf was observed. It was reported that the patient was discharged home that same day without further medical or surgical intervention.